Manufacturer narrative:
(B)(4). A third-party service agent evaluated the device but could not reproduce the reported failure. From the downloaded electronic patient record from the reported event it was observed that the device had powered off several times. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer reported to physio-control that their device powered itself off several times during a patient transport. The device was used for monitoring the patient with a 12-lead ECG. There was no report of an adverse outcome for the patient.

Manufacturer narrative:
The third-party service agent further evaluated the device and observed that the battery contact assembly was worn. The third-party service agent then replaced the battery contact assembly and observed proper device operation through functional and performance testing. Following repair, the device was returned to the customer for use.